Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had maximum vacuum level. The event occurred during setup. There were no reports of patient involvement.